Event description:
The biomedical engineer (bme) reported that they were having an issue with the waveform not showing up when they click on the ECG parameter in the patient tile on the central nurse's station (cns). They stated that they have to go to another patient tile and then go back to the original tile and go back in for the ECG to show up again. They later called back and stated that they now have communication loss issues. Nihon kohden computer information technology systems support (cits) stated that the unified gateway service would not come up because the enterprise gateway server cannot communicate to the license server. Cits made changes in the license server, and this fixed the connection issue. No patient harm was reported.

Manufacturer narrative:
Additional device information: concomitant medical device field contains no information (ni), as attempts to obtain information were made, but not provided.